Event description:
It was reported that an area of the patient¿s driveline was exposed, close to the velour portion of driveline.

Manufacturer narrative:
A4 - patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline could not be confirmed through this investigation as no photos were provided by the account and no product was returned for evaluation. The submitted log file contained events spanning from 02jul2023 to 16aug2023. The pump appeared to have been operating as intended at the fixed speed. Additional information was requested from the account; however, no further information regarding the event has been communicated at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use, rev. C, and patient handbook, rev. C, are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. Additionally, several sections of the instructions for use and patient handbook warn to not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline had an exposed area very closed to the velour. Rescue tape was applied. A review of the log file showed no indication of malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.